Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump had under delivery. Customer¿s blood glucose was 348 mg/dl at the time of incident. The customer's current blood glucose is 200 mg/dl. The customer treated high blood glucose with insulin pump. The customer allege under delivery because they experienced high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump passed displacement test. The insulin pump will not be returned for analysis.